Event description:
A ventilator was returned to the manufacturer for preventive maintenance. There was no harm or injury reported. During the evaluation a service required alarm condition was observed indicating a malfunction of the system board. The system board was replaced to address the issue. The device was cleaned and testing and passed all final testing.